Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: a review of the pump black box data showed evidence of multiple loss of prime warnings with zero force. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be out of specifications. The pump cover was opened and moisture was found on the force sensor plate, the printed circuit board, and display flex. Unrelated to the original complaint, the pump failed a leak test due to a cracked battery compartment. Evidence of moisture was observed in the battery compartment. Additionally, lines on the display screen were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).